Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was febrile at 102.1 f upon presentation and was found to have staphylococcus aureus bacteremia. It was reported that the suspected site of origin for the infection was the driveline. During the admission the patient's intermittent cardioverter-defibrillator (ICD) was extracted. The patient was diagnosed with systemic inflammatory response syndrome and sepsis. Intravenous cefazolin and ceftazidime were initiated. The patient was also found to have clostridium difficile colitis and oral vancomycin was also started. The patient was discharged home in stable condition with plans for IV antibiotic treatment for 6 weeks. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection and sepsis could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.